Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpackaging the xpert stent partially deployed. This occurred outside of the body and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.